Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, it was reported that an unspecified saline flush syringe was connected to the proximal end of the tubing set. After the saline flush was delivered, the nurse noted that the dressing at the pt's access site was wet. At that time it was noted that the microbore male luer lock had disconnected from the pt's access site. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not received by hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel, (B)(4).